Event description:
During an atrial fibrillation procedure, an air leak was noted on the agilis 8.5 fr sheath when exchanging the catheter. The agilis 8.5 fr catheter was exchanged and the procedure was completed with no adverse patient health consequences. The agilis 8.5 fr sheath was discarded.

Manufacturer narrative:
The reported event of air leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.